Manufacturer narrative:
The customer reported that the cns (central monitoring system) blue screened and erroded out. They had restarted the cns twice to resolve the issue. The cns is back up and running now, however, the customer wants to replace the hard drive as a precaution. A replacement hard drive was delivered to the customer on 01/26/2016. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) blue screened and erroded out. They had restarted the cns twice to resolve the issue. The cns is back up and running now, however, the customer wants to replace the hard drive as a precaution.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) blue screened and errored out. They had restarted the cns twice to resolve the issue. The cns is back up and running now, however, the customer wants to replace the hard drive as a precaution. A replacement hard drive was delivered to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.